Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the triathlon revision offset coupler disengaged from the tibial baseplate trial during surgery. The offset coupler could not be reattached to the tibial baseplate trial or extraction tool.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The event could not be confirmed as the device is significantly damaged due to user misuse. No further investigation is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the triathlon revision offset coupler disengaged from the tibial baseplate trial during surgery. The offset coupler could not be reattached to the tibial baseplate trial or extraction tool.